Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: lee l, schutz m, myhre sl, tasse j, blank at, brown a, lerman dm. Minimally invasive management of pathologic fractures of the pelvis and sacrum: tumor ablation and fracture stabilization. J surg oncol. 2023 aug;128(2):359-366. Doi: 10.1002/jso.27284. Epub 2023 apr 24. Pmid: 37095698. Objective/methods/study data: the aim of this retrospective study is to present the authors' multi-institutional experience with percutaneous stabilization of pathologic fractures and osteolytic lesions from mbd throughout the pelvic ring. Between 2018 to 2022, a total of 56 patients (29 males and 27 females) who underwent percutaneous stabilization were included in the study. The median age was 66 (iqr: 59, 71.8) and the mean length of follow-up was 8 weeks (range, 4¿128 weeks). During the surgery, depuy synthes 2.8mm guidewires and 7.3 or 6.5 mm fully threaded cannulated screws were used. The majority of patients (80.3%) had two or three screws placed for fixation. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes 7.3 or 6.5 mm fully threaded cannulated screws other devices that were used on the patient at the time of the event: vertaplex hv bone cement (stryker) and depuy synthes 2.8mm guidewires adverse event(s) and provided interventions possibly associated with unk - screws: cannulated (qty 1): (n=1) experienced a broken posterior column screw and underwent revision fixation 3 months after the index procedure adverse event(s) and provided interventions possibly associated with unk - screws: cannulated (qty 2): (n=1) experienced a superficial wound dehiscence and underwent debridement and closure. (N=1) experienced a deep surgical site infection (ssi) in the hip joint 4 months after the index procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.